Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested but not available: was the device being fired across the renal artery or vein pedicle when issue occurred? What color cartridge was being used? Were clips used in the same vicinity? Did the primary surgeon fire the device? Did the device jam early in the firing stroke or later? On which firing of the device did the issue occur? What provisions were made to establish proximal and distal control of the renal pedicle prior to firing? Is the device available for return?

Event description:
Please see user facility medwatch report form #(B)(4), attached.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was received with the firing trigger broken and missing and with a tr45w cartridge loaded in the device. The returned reload was partially fired and with the cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. In addition the returned reload was disassembled to verify the condition of the internal components and it was found that the lockout spring was dragged through the internal walls causing damage to the cartridge and drivers. Furthermore the device was disassembled and no anomalies were noted on internal components. No further functional testing could be performed due to the condition of the cartridge and device. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.